Event description:
On march 13, 2008, it was reported to boston scientific corp, that a ureteroscopy in 2007 occurred using a segura hemisphere stone retrieval basket (pt age, sex, weight unk). During the procedure, the handle broke and the basket separated from the device within the pt. The basket was retrieved from the pt using graspers (unk manufacturer). It was reported that the procedure was completed with another of the same device. According to the complainant, no complications were reported for the pt.

Manufacturer narrative:
A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted related to this failure mode. A lot history search was performed and found no other complaints have been reported from this lot. The feb 15-month segura hemi basket complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted. The suspect device, segura hemisphere stone retrieval basket was returned for eval and was received disassembled and broken into several components. A visual inspection of the returned device found the basket and drive wire subassembly was separated from the device wire. A microscope was used to view the cut drive wire. The wire and clear sheath are cleanly cut, indicating the wire was intentionally cut by the user. The length of the basket and subassembly were measured and found to be shorter than the specification requirement. The handle of the cannula of the device separated from the pinch vise feature of the handle during use. The root cause for this complaint is the basket/drive wire subassembly was manufactured under specification. Customer complaint is confirmed. See scanned page.